Event description:
Customer stated that pump was dropped causing the platen door to be unable to close.

Manufacturer narrative:
Investigation found that pump showed impact bent platen, unable to perform tests. Platen was replaced to resolve the issue.